Event description:
The hospital reported the subcutaneous cuff of the catheter had become exposed. It is not know if this was due to the patient or not. The patient has autism and pulls on the dialysis catheter. This was the third catheter placed due to the patient pulling the previous two out within a few weeks. This catheter was implanted approximately one year earlier. When the catheter was removed from the patient, the peritoneal cuff remained in the patient. Due to patient history of chronic infections, the cuff was removed from the patient. There was an infection identified at time of cuff removal. Due to the infection, the patient did not receive a replacement catheter and was dialyzed by other means. No additional harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. The catalog number and lot number were not provided. The actual date of event was not provided and is an estimate. The implant and explant dates were not provided. A follow-up report will be submitted when the evaluation has been completed.